Event description:
It was reported that this tachy lead was explanted due to lead fracture. A new lead with a different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were not within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal an abnormality. The visual inspection and continuity test failed due to a fracture in the outer coil conductor resulting in anode coil conductor resistance. The direct observation of fractured lead conductor(s) is consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this tachy lead was explanted due to lead fracture. A new lead with a different model was implanted. No additional adverse patient effects were reported.